Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that prior to use with bd plastipak¿ syringe the hub separated from device. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported about needle/shield separation from the barrel when removing the shield.